Manufacturer narrative:
The field service engineer (fse) replaced the gui pcb (graphical user interface, printed circuit board), the gui backlight assembly, the gui touch frame and the cable. Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that prior to use, the 840 ventilator had a burning smell when turned on. There was a penetration of liquid onto the screen. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination were found in the pcb. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were found in the diagnostic logs. During extended self-test the ventilator generated an error message. An investigation was performed and the product analysis technician reported that root cause was isolated to the contamination.